Event description:
It was reported the pt was implanted with a miniarc precise sling to treat stress incontinence. The pt complained of stinging on micturition but no other symptoms. During the post-op check the cystoscopy revealed that almost all the mesh was exposed and had eroded vaginally. The pt had very thin tissue and the tunnel containing the miniarc was relatively shallow. The physician removed the device easily so that only the hooks remain situ and the pt's continence had improved due to repair of the rectocele. There were no further complications in relation to this event.

Manufacturer narrative:
Should additional info becomes available regarding this event it will be re-evaluated and a follow-up report will be sent.